Event description:
It was reported that during a tension-free sling procedure, the graft snapped into two sections when pulling up on the trocar. The graft was removed using alice clamps and a second graft of the same type was used to successfully complete the procedure. No further complications were reported.

Manufacturer narrative:
One actual, partial sample was returned in three pieces with pieces still attached to both of the trocar connectors and a third piece that appears to be from the center of the tissue strip. The visual examination noted the returned tissue pieces were dehydrated and molded and crumpled in some areas. Visual examination noted the tissue had torn ends that were ragged and uneven. The condition of the returned actual sample prevented a complete investigation. Following a review of the device history record for the reported lot number, all process and test criteria has been verified as complying with the finished product specification. When checked at grading, all tests of thickness/dimensional conformance have met the acceptance criteria. Bulk sheets were subjected to thickness measurement and all were verified as meeting the nominal thickness requirement. Dimensional inspection of product associated with the reported lot number showed all pieces were inspected in accordance with the mfg procedure. The investigation concluded satisfactory processing of tissue and resultant testing of product. There was no evidence to suggest any reason for potential product thickness/dimensional conformance concerns. Baseline report previously filed.